Manufacturer narrative:
An internal investigation was performed for the misidentification of pseudomonas nitroreducens with the vitek® ms instrument using knowledge base (kb) version 3.0. Biomérieux analyzed the data provided from customer. Conclusion on the system the system was at the limit during the first tests performed in december 2018. A new fine tuning was done on 02jan2019 and 30jan2019. The data was not available on the server to assess the system status for tests run in january 2019. Additionally, the calibrator spot preparation quality seemed to be heterogeneous. Several ecal spots had atypical "all peaks" values, and a low spectra similarity was observed for samples spots coming from the same isolate. Conclusion on the identification: based on the customer results, the identification of pseudomonas aeruginosa obtained with vitek ms is not the expected identification. Based on the bruker maldi- tof result, the probable identification is pseudomonas nitroreducens. However, bruker is not an identification reference method for vitek ms. In order to confirm the identification, a sequencing of the strain would be required. Pseudomonas nitroreducens is not present in the vitek ms kb v3.0. For information, the following system limitation is mentioned in the vitek msknowledge base user manual ref. 161150-556-b for vitek ms clinical use v3.0: " testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results." Suspected causes of the issue : -non-optimal fine tuning (confirmed for the tests done in december 2018) -system limitation (species not present in the vitek ms kb v3.0) -spot preparation quality

Event description:
A customer in the (B)(6) reported a misidentification of an isolate from a nicu patient in association with the vitek ms instrument. The customer stated the isolate was identified as pseudomonas aeruginosa on the vitek ms several times (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2019). The customer then tested the isolate with vitek 2 and the identification was pseudomonas mendocina. The customer reported the isolate failed to type so it was sent to the reference laboratory that identified pseudomonas nitroreducens. The customer stated that the patient results were initially affected and there was a delay in reporting results when waiting for the identification from the reference laboratory. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to the patient's state of health. A biomerieux internal investigation will be initiated.